Event description:
It was reported that during a routine device replacement procedure, insulation damage was observed on the atrial lead. The lead was explanted and replaced. The patient was in stable condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that the insulation was abraded at 23.8 cm to 25.0 cn from the lead tip.